Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. The insulin pump was programmed with 2.0 units fix prime with water reservoir. The water did exit the infusion set. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump was received with broken battery tube threads, cracked reservoir tubelip, cracked reservoir tube window, cracked case at display windowcorner and minor scratches to the display window.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 429 mg/dl. The customer treated with manual injections. The drive support cap appeared normal and recessed. The insulin did exit with a manual prime and no leaks or air bubbles were observed. The insertion site was not sore or irritated. The time and date were correct. The insulin pump failed the high pressure test. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.